Event description:
It was reported that the pump displayed error code 41541 and required software upgrade. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint of error code 41541. No previous repairs noted in the last 12 months. Error code 41541 found in event log history visual and functional testing was performed. Found detached downstream occlusion (dso) seal and delaminated upstream occlusion (uso) seal. Device failed latch lock test, and the latch lock sensor was replaced. Replaced dso seal and uso seal. The device passed all functional and delivery tests performed after repair activities were completed.